Event description:
The layer user/patient contacted lifescan in 2005 alleging that his one touch basic original meter was prompting the not ok message. The medical affairs specialist spoke with the patient the next day to obtain/verify information. The patient claimed that the meter started prompting the "not ok" message in 2005. He had a back up meter; however, it was not functioning. He developed symptoms of dizziness and generally not feeling well the next day. He attempted to test "40 times" and was unable to obtain a result. In addition to the other symptoms, he complained of the heart palpitations on monday morning. He did not attempt to test on the reported meter. Due to his condition his home attendant contacted the paramedics. The patient was conscious. The paramedics tested and obtained a 27 mg/dl on their meter. He was administered glucose intravenously during the transport to the hospital. A result of 35 mg/dl was obtained on the ER meter. He was kept in the ER until the following morning and released with a blood glucose level of 122 mg/dl. He was treated with glucose during his hospitalization. This hospital. The patient advised that he experienced hypoglycemia due to taking too much insulin. Since the patient had been unable to test, he had been guessing and taking 15 units of novolog three times daily and a set 40 units of lantus in the morning. As a result, he had been overdosing with the novolog insulin. The customer care agent discovered through troubleshooting that the message prompt appeared during a test. The cca verified that the patient was not removing the test strip during testing. The cca walked the patient through cleaning the meter, reviewing proper testing procedures, and two retests; however, the meter prompted the not ok message. Therefore, there is an indication that the product meets the criteria of a malfunction due to the unresolved troubleshooting. This complaint is being reported as anadverse event MDR, since the patient was unable to test, overdosed on insulin due to guessing his blood glucose levels, developed hypoglycemic symptoms, and received medical treatment for hypoglycemia. The meter replaced.